Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: received the insert with a noticeable bend throughout the shaft and proximal end of the grasper. During the inspection it was confirmed the grasper jaws came disconnected from the driving shaft. This unit is missing the hinge pin that connects the jaw to the driving shaft. The hinge pin was not received with the unit. Functional inspection: when attempting to open or close the jaws, one side of the jaw will not close. This is due to the jaw being disconnected from the drive shaft. The probable root cause could be user misuse and or user excessive force. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit does not grasp properly since the pin pops off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit does not grasp properly since the pin pops off.